Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 170 units. Reportedly, the cartridge was filled with 240 units of insulin. There was no impact to the customer's blood glucose. Multiple attempts were made to follow up with the customer; however, all were unsuccessful.